Event description:
It was reported that the implant did not stay in the patients¿ bone due to poor bone quality. When removing the implant, it disengaged from the inserter and could not be found. After a thorough examination, the surgeon made the decision to finish the case and noted that it was definitely not in the joint space. Procedure was completed using a back-up device, however, an additional bone hole was required.

Manufacturer narrative:
A relationship between the product and reported incident could not be established as the product was not returned. Without the reported product a visual evaluation could not be performed and the customers¿ complaint could not be confirmed. From the information provided, the implant did not stay in the patients¿ bone due to poor bone quality. Poor bone quality can result in implant pulling out of bone. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.